Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. Summary of investigational findings: only the filter was returned and an investigation found one primary leg and all secondary legs damaged. Based on very limited information provided it is unknown if the filter was placed by femoral or jugular approach. Consequently, it is unknown if the filter was reloaded from femoral to jugular introducer system, if attempts were made to reposition the filter during placement etc. Without other information from the procedure than "after the deployment of the filter, the doctor found the shape of the filter was in abnormal and retrieved the filter" it is not possible to determine an exact root cause of this event, but there is no evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: after the deployment of the filter, the doctor found the shape of the filter was in abnormal and retrieved the filter. Change another filter to continue the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.